Event description:
It is reported that during a femoral nail placement after a motor vehicle accident, the surgeon was using the insertion handle to rotate the nail. The locator tab of the insertion handle that aligns with the nail sheared off smoothly and was recovered. The surgeon used a different nail set to successfully complete the procedure with 4 minutes delay. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records indicates there was one material review report for four parts with nicks and scratches. All 50 parts in the lot were returned to supplier, reworked, inspected 100 percent and all passed. The inspection sheet was not completed for the reject quantity t1 m8x1.25-6h indicating inspection was not completed for this feature. It cannot be determined whether or not this is related to the complaint condition. All other records indicate the product was manufactured to specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: locator tab is sheared off at main surface of handle. Marks and gouges on surface. All dimensions and features checked are conforming. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the device is missing the locator tab and the top of the handle has scratch. The standard insertion handle belongs to the titanium cannulated/retrograde/antegrade femoral nail system which is indicated to stabilize fractures of the distal femur and femoral shaft along with the titanium cannulated tibial nail system for stabilizing tibial fractures. The technique guides were reviewed for proper use of this instrument. One standard insertion handle was returned, the locator tab of the insertion handle that aligns with the nail sheared off smoothly and was recovered this complaint is confirmed as the locator tab is no longer attached to the device and was not returned. The device is missing the locator tab and the top of the handle has scratch marks consistent with normal use. The most recent drawing for this part was reviewed as was the drawing to which this lot was manufactured to. Since the manufacture of this lot, a chamfer at each of the angles where the tab protrudes has been added. This complaint condition has been confirmed, design changes were implemented following the release of this lot which should improve the reliability of this device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.